Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with an incomplete flap occurred during surgery. During flap creation the left side of the flap side cut on both banks was double incised and on the both banks, the flap was carefully flipped and system was emitted and the flap was carefully returned to its original position. Surgery was performed and completed. There was no patient harm reported. Patient symptoms were resolved and vision is good. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).